Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's catheter had migrated and was in the subdural space. A catheter access port dye study revealed the tip of the catheter was in the subdural space. An x-ray indicated that "everything was intact". The patient's pump and catheter were both replaced. The patient was noted to have experienced increased spasticity and "more muscle spasms even after several dose increases". The medication used within the system was lioresal. The patient was noted to have resolved without sequelae on the day of replacement ((B)(6) 2012). No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.